Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th distal stent segment with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
An endeavor resolute rx coronary drug eluting stent was being used to treat a moderately tortuous and severely calcified lesion located in the proximal left anterior descending artery, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated using a medtronic device (ncslc 2015x); with one inflation at 8atm. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent deformation occurred in-vivo during positioning. It was reported that the physician completed the procedure and believed that the event was due to use of the device in difficult lesion morphology/anatomy; the event was procedural related and not device related. The patient status post-procedure is alive with no injury.